Event description:
The customer obtained (B)(6) and confirmed (B)(6) alinity s hbsag results for multiple samples. The following results were provided: sample ID (B)(6): (B)(6). Sample ID (B)(6): (B)(6). Sample ID (B)(6): (B)(6). Sample ID (B)(6): (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further patient/donor information was provided.

Manufacturer narrative:
The ambassador inspected the analyzer, cleaned wash zone (wz) 1 and wz 2 manifolds, performed additional daily maintenance and performed assay quality control (qc). The ambassador also performed a sample pipettor straightness check and calibration, inspected wz probe alignment and inspected sample probe alignment in the induction heater coil. No recurrence of the issue has been identified since the initiation of these service activities. Review of complaint and trending data for the alinity s hbsag reagent did not identify any issues or trends. A 12-month review of the complaint data for the alnty s system revealed no systemic issue or trend for the complaint issue. A review of the transfusion product monitoring review did not reveal any systemic issues or tends associated with the issue described in this complaint. A review of labeling concluded that the issue is sufficiently addressed. Further investigation of this issue identified that the potential causes for this type of event consist of situations in which a sample probe could become misaligned; either due to incorrect calibration, the probe not homing correctly, or the probe being slightly bent. This misalignment could lead to minute amounts of sample adhering to the exterior of the sample probe which in theory could then be transferred to the sequential samples. To test the potential causes a controlled study was designed in which the sample probe was intentionally misaligned and used to test an elevated hbsag sample followed sequentially by known negative samples. This study replicated the events at the customer site, in that known negative samples tested after the elevated hbsag sample were falsely reactive. Service activities were performed on the instrument after the study and the same sample sequence run again with new aliquots of the same known negative samples. In this study, the known negative samples tested negative, confirming the effectiveness of the service activities, and demonstrating these events do not occur when the sample probes are properly aligned. Based on this investigation, no systemic issue or deficiency of the alinity s hbsag assay or the alinity s system were identified.